Event description:
It was reported that when using the bd pyxis¿ anesthesia station es cabinet was not powering on. Customer stated that pyxis was working until it started making a battery alarm and then powered off. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had no power. A field service engineer (fse) opened the electronic compartment, replaced the power supply, closed electronic compartment, powered on the station, and station booted up with no issues. The system functioned as intended after the field service engineer repaired the device.